Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed not sensing during upgrade procedure. Fluoroscopy was done and showed that this lead was dislodged. The lead was surgically abandoned. No adverse patient effects were reported.